Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced infection, right arm weakness, cognitive changes and aphasia. The infection was a subdural collection and had purulent drainage. The patient was prescribed 4mg of dexamethasone once per day, 200mg of lacosamide twice per day and 230mg of lomustine for 6 weeks. The event was considered resolved.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.